Event description:
On (B)(6) 2005 patient had synthes 14-hole plate placed for fracture femur. On (B)(6) 2005 patient returned with acute pain leg. Denied new injury. X-ray disclosed refracture through the plate.